Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there was no communication on the mobile view station (mvs) network port. The network port in the mvs was replaced. The original port had twisted pins. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a cervical spine procedure. It was reported that pre-operatively, the site had issues with the network. There was no connection to the navigation system or hospital network. The procedure was completed using a different imaging system and the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was found that the mobile view station (mvs) connector had twisted pins.